Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced undesired nerve stimulation at the ipg site. Troubleshooting revealed that one of the port plugs became dislodged. As a result, surgical intervention was undertaken on (B)(6) 2022 wherein the ipg and port plug were explanted and replaced to address the issue.

Manufacturer narrative:
The reported event for uncomfortable stimulation was not confirmed. Visual inspection of the returned ipg did not reveal any anomalies that would contribute to the complaint. The ipg was functionally tested and passed all testing. The ipg header was subjected to a lead retention test in both ports and no slippage or pullout was observed.